Event description:
It was reported that the patient experienced a prolonged low blood glucose while using the ilet and paused the device during the event; the patient reported a lowest continuous glucose monitor reading of 49 mg/dl on a dexcom g7 and self-treated with approximately 135 grams of carbohydrate via five apple juices. Symptoms included hypoglycemia. Outcomes included the need for medication-equivalent intervention with oral glucose. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed that there was insufficient information regarding a device-related problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.